Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00033, -00034.

Event description:
Allegedly, shell & head disassociated and dislocated; patient suffers from dementia. Suspected fall, but due to patient's condition unable to determine for sure.